Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and elevate anterior was implanted. The patient underwent another procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced infection, bleeding and vaginal scarring. It was reported that patient underwent anterior repair(kelly plication) and excision of previously placed mesh on (B)(6) 2011 due to sui and erosion. It was reported that patient underwent excision of previously placed mesh concurrently with placement of mesh on (B)(6) 2011 due to recurrent urinary incontinence and vaginal pain. It was reported that patient underwent mesh revision on (B)(6) 2012 due to acute vaginal pain.